Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information, but it could not be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight, date and cause of death, but these could not be obtained.

Event description:
It was reported that the patient died on an unknown date due to unknown circumstances.